Event description:
Feeling good. Became dizzy, light headed "out of the blue." I held on to furniture until got to sofa. Became nauseated and felt like diarrhea. Finally made it to toilet. Vomited 3 times, bang, bang, bang. First responders couldn't get blood pressure and I flat-lined twice. Doc on call at emergency room thought the medicine, amiodarone, was probably the cause. In a nutshell, I want a second opinion on amiodarone. I'm still taking it now.